Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose level was 40 mg/dl. It was unknown that the customer was used auto mode feature or not. The device will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided in with this report.

Event description:
It was reported that the customer was on competitor continuous glucose monitoring and not in auto mode at the time of incident.